Event description:
It was reported that a perforation of the patient's atrium occurred. It was also reported that the atrial lead caused the perforation and the patient underwent a surgical procedure to explant the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal and proximal conductors, the distal electrode was damaged due to being pulled/stretched/overstressed, there was blood and tissue in the distal electrode, the outer insulation was breached cut, and there was apparent explant damage. (B)(4).